Event description:
It was reported that during a thyroid procedure, the specimen was exised without any complications. One week post operatively, the pt presented with vocal cord paralysis. The surgeon is attributing the pt condition to the heat generated by the device. There were no other reported pt consequences.